Event description:
Tried to use tissue sealer and it would not work. Opened new to finish case.manufacturer response for, tissue sealer (per site reporter).took report assigned #. Will send return kit, replacement product and report after product has been evaluated.